Manufacturer narrative:
The complaint investigation for a falsely elevated result of architect stat troponin-I reagent lot 26216un22 included a search for similar complaints, trending data review, labeling review, device history records review, and field data review. Return testing was not completed as returns were not available. Device history record review on lot 26216un22 did not show any potential non-conformances, deviations, or non-conformances. Ticket and trending review did identify an increase in complaint activity, however upon further review no product issue was identified for the complaint lot number. A trend was identified for a specific lot number not associated with the complaint under review. The overall performance of reagent lot 26216un22 was reviewed using field data from customers worldwide. This evaluation indicated that all three levels of the patient medians for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un2. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 26216un22 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result and provide the following data (customer reference range is <0.034ng/ml (negative): sample ID: (B)(4): initial result as 0.242 (positive) recentrifuged repeat result = <0.010 (negative) there was no impact to patient management reported.